Event description:
The client reported to pfm medical on (B)(6) 2012 "physician was using the snare to retrieve a vena cava filter when the snare broke. Physician was able to remove the snare safely without any detriment to the patient." On (B)(6) 2012-"in a conversation the bis sales rep had with dr. (B)(6), the physician said the snare looked like it unraveled. There was concern by the account that it could have floated upstream. Account is unsure if they will use the snare to remove a cook filter again. Account also noted that when the hook on the filter was grasped, the snare straightened the hook. The account is thinking it could be a problem with the filter hook and not the snare." On (B)(4) 2012-"in a conversation the bis sales rep had with dr. (B)(6), the filter was placed by another hospital a couple of months ago. Dr. (B)(6) stated that he did not have to pull that hard to remove it."

Manufacturer narrative:
Pfm medical, inc. Is providing the agency with this initial report as notification of a reportable event per the pfm complaint decision tree. The device involved with the incident was returned to the manufacturer and is currently under investigation. Pfm medical, inc. Shall provide the agency with a follow-up report once the complaint investigation is complete. Actual device involved in incident was evaluated. Visual examination. Device breakage.